Event description:
A patient reported that a memory lens implanted in their eye in 1999 has since opacified and was explanted & replaced in 2004 with no complications reported. Prior to the explantation, patient had a yag treatment, which did not help the opacification. No further info is available at the time of this report.